Event description:
It was reported by customer that they had been bitten by a spider and hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 479 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer stated blood glucose levels went down to 162 mg/dl after treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.